Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The original DHR is no longer applicable as the device was manufactured in 2018. The results of the investigation do not implicate a service process.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had a broken sensor check disposables alarm. No adverse patient effects were reported.